Event description:
Reporter stated that 3 pt samples were tested, using the suspect device, with results of "hi" (>600mg/dl), "hi" and "hi". The same pts were immediately retested, on a different hosp blood glucose monitor, with results of 161mg/dl, 110mg/dl, and 162mg/dl, respectively. Reporter indicated that pt therapy was not modified based on the values obtained on the suspect device. Reporter noted that qc testing had been performed on both hosp devices: the suspect device tested outside of the acceptable range; the other hosp blood glucose monitor tested within acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.